Manufacturer narrative:
The cause of the incorrect results being transmitted to the lis is unknown. Siemens is investigating the issue.

Event description:
Incorrect results for cardiac troponin-I and creatine kinase mb isozyme for one patient sample were transmitted from centralink data management system to the laboratory information system (lis). The results transmitted to the lis were the values of relative light units for these assays. The incorrect results were reported to the physician(s). The patient was referred to an emergency room of a reference hospital, where new exams were carried out and the results were normal. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect results being transmitted to the lis.

Manufacturer narrative:
The initial MDR 2432235-2018-00264 was filed on 28-jun-2018. Additional information (29-jun-2018): the centralink data management system showed the correct results. Relative light units (rlus) and dose values were transmitted to the laboratory information system (lis). The values reported from the lis were rlus. The centralink has been configured to block sending rlus to the lis. A siemens headquarters support center (hsc) specialist reviewed the data provided and stated that the centralink can be configured to send result aspects to the lis. In this case the rlu aspect was sent to the lis when the lis was not configured to process it correctly. As per the centralink installation and startup guide, upload result aspects should have been disabled. The cause of the incorrect results being transmitted to the lis was the misinterpretation of the lis i.e. Instead of releasing the result in dose, the lis released them in rlus. The device is performing within manufacturing specifications. No further evaluation of device is required. Corrected information (29-jun-2018): the initial MDR indicates "date of event" and "date received by manufacturer" as (B)(6) 2018 and 07-jun-2018 respectively. The correct date of event and date received by manufacturer is (B)(6) 2018 and 08-jun-2018 respectively.